Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the infection had been resolved. A new implant was planned to restore therapy which had provided good results for the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Lead implant date is an approximation. (B)(4).

Event description:
The healthcare professional, via the manufacturer representative, reported the lead was to be relocated during a second stage procedure because of an infection in the connection area between the lead and extension. Analysis regarding the cause of the infection was being done. During the procedure, the lead was broken by accident due to contact with the electrosurgical knife. The broken lead was completely removed, but it was unknown if it was replaced. No further information regarding additional actions taken or the outcome of the event was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.